Manufacturer narrative:
The customer reported that the x-ray tube casing fell off during mechanical movement of the system and landed on a patient's face just below the eye. It was confirmed that the casing was broken due to the operator colliding it with a foot stool that was left in the path of travel. The patient received a minor injury to the face and a CT scan showed no fractures. There was no malfunction of the system; this was use error. The philips field service engineer (fse) went on site to evaluate and confirm the reported issue. The fse reported that the customer placed a small step stool in the path of detector travel. The step stool got stuck under the x-ray tube housing cover while the system was starting to rotate. The operator attempted to move the step stool but did not activate an emergency stop (e-stop) button to halt system motion. This caused damage to the x-ray tube housing cover. The gantry motion continued until the x-ray tube housing was above the patient¿s face. The patient raised their arms to shield their face but a piece of the x-ray tube housing cover came into contact with the patient¿s face causing a contusion under their eye. The patient activated a collimator collision sensor and the system motion halted. The operator removed the patient from the imaging couch and took them to another system to scan. The fse did confirm that all e-stop buttons and collision sensors were working properly on the system. The fse also confirmed the patient did not receive any additional medical treatment as a result of this issue. The fse ordered and replaced the cover. The following statements are from the brightview xct instructions for use (IFU): warning: to help prevent collisions that can injure your patient or damage equipment, observe the following guidelines: make sure that a qualified operator is always present during equipment use to prevent collisions with the patient; vigilantly watch the patient to make sure that equipment or patient motion does not result in patient harm or equipment damage; if you perform a pre-programmed motion with the patient on the imaging table, monitor the equipment motions closely to avoid contact with the patient or objects; before you start a study, make sure that the equipment can proceed through its full range of intended motions without coming into contact with the patient or objects; before you start an acquisition, make sure the patient is positioned properly to avoid any possibility of the equipment contacting the patient; press proceed (or <f3>) only once to proceed to the next form or to start an acquisition; the emergency stop buttons activate quickly to stop detector and gantry motions. Make sure that you are familiar with the location of the emergency stop buttons, and do not hesitate to use them. The cause of the issue was user error; there was no system malfunction. Based on the investigation, this issue is no longer determined to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation.

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that the x-ray tube casing fell off during mechanical movement of the system and landed on a patient's face just below the eye. It was confirmed that the casing was broken due to the operator colliding it with a foot stool that was left in the path of travel. The patient received a minor injury to the face and a scan showed no fractures. It is unknown at this time what the minor injury to the face was. There is no malfunction of the system; it is working as specified. Based on the available information, this issue has been initially determined to be a reportable event.